Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see communication log), and indicates: visual inspection: there was no visual damage or change recorded on the device. Functional inspection: there was no functional loss or change recorded on the device. Dimensional inspection: there was no dimensional change recorded on the device. Expanded investigation activities: the device was tested for all functionality, no damage or functionality loss was detected. Confirmation: the customer complaint could not be replicated investigation conclusion: right after the customer complaint, device was investigated at customer site. Any failure, error or break down status were not detected. Device was subjected to general functionality tests, and everything was recorded normal. Probable root cause: camera head design. Use error. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the user was burned.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the user was burned.